Manufacturer narrative:
Additional info: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were provided & evaluated. Visual inspection noted that there are calcified staples. Based on the evidence available the reported condition was confirmed. It was determined that the most likely cause of the reported condition could not be determined from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of the formation of the neobladder. During surgery the stapler was used to transect the small bowel that was utilized in the neobladder formation no malfunction was detected. It was reported that after the surgery, the patient experienced e.coli, uti, hematuria, & calcified staplers. Post-operative patient treatment included cystoscopy, antibiotics, & removal of calcified staplers.